Manufacturer narrative:
After battery installation, nothing was displayed on the lcd screen; in other words, it was blank. Upon further examination of the interior of the unit, there was heavy corrosion inside the battery compartment and over everything inside the case. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the blank display. There is a horizontal crack that runs along the battery threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.